Event description:
Allegedly revised due to acute reaction to siliastic implant.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be evaluated when the investigation is completed.